Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. Data was provided for review and boston scientific technical services confirmed normal battery depletion. The device has no unusual faults or resets and the battery current consumption is within expectations based on therapy programming. This s-ICD recorded a large number of magnet detections on (B)(6) 2022, causing a low battery voltage alarm on that date. The next battery voltage measurement will likely result in a battery depletion (bd) error. This error can be reset with no further actions required. No adverse patient effects were reported and this product remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device will exhibit a battery depletion error; however, the error will not representative of actual fast battery depletion and was unintended. Please refer to the b5 for more information regarding the specific circumstances of this event.